Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gastrointestinal issues and anticoagulation issues are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator during routine patient updates, patient called to report some trace bright red blood per rectum (brbpr) on (B)(6) 2017. The patient was admitted to the hospital for further evaluation.  He was transfused a total of 2 units prbcs during his admission.  On (B)(6), he was taken for an esophagogastroduodenoscopy (egd) and colon-scope (c). The egd showed one arteriovenous malformation (avm) in the stomach which was cauterized.  The c-scope showed non-bleeding hemorrhoids which were likely the source of the trace brbpr.  The patient was challenged with intravenous (IV) heparin and his oral anticoagulants post-intervention.  He was discharged home on (B)(6). The patient is due to follow-up in clinic next week. No additional information available.